Manufacturer narrative:
Additional information added; h.6. (Device code). Correction; b.5, (patient/event information clarified/detailed), and h.6. (Patient code). ********************************************************************************************** the customer¿s report that the tubing disconnected at the y-site was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted separation from the outlet port of the proximal smartsite below the check valve. No other abnormalities were observed. Examination under magnification noted that both sides of the pvc tubing had insufficient solvent applied at the engagement. Further inspection under microscope, observed a gap, based on insufficient solvent within, indicating that the expected tubing was not fully inserted. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. Functional testing was deemed unnecessary due to the separated tubing and the leaking that would occur. . Dimensional analysis was performed and the outer diameter of the tubing was measured to be within specification(s). The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported that the tubing disconnected at the y-site. It was further confirmed during follow up, that there was no patient involvement associated with this event, and subsequently, no patient harm or impact as a result of this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing disconnected at the y-site. Patient impact was requested, but not provided.